Manufacturer narrative:
Qn#(B)(4) returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging carton. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the device was in two separate sections. The first section included the iabc distal tip, the bladder membrane, and a portion of the outer lumen. The bladder was fully unwrapped. The central lumen was noted bent at approximately 10cm and 12cm from the distal tip. The central lumen was noted kinked at approximately 25cm from the distal tip. The outer lu-men was noted damaged, consistent with being cut at approximately 31.5cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. The second section included a portion of the outer lumen and the iabc bifurcate. The one-way valve was tethered to the short driveline tubing. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifica tions prior to release. The reported complaint for "the pump alarmed helium leakage" is confirmed based on visual in-spection. During the investigation of the returned device, blood was noted within the helium pathway which indicates a helium loss alarm could have occurred. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, specifications were not met due to the blood in helium pathway. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted into the patient, the pump alarmed helium leakage 2. After remove the catheter, the end of balloon is bent. Change the new catheter". No patient injury or consequence reported. The patient's current condtition is reported as "fine".

Event description:
It was reported "after the catheter inserted into the patient, the pump alarmed helium leakage 2. After remove the catheter, the end of balloon is bent. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)